Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had some sensors fall out and also received some incorrect sensor readings. The caller also reported that the customer had blood at the insertion site and received sensor errors. Blood glucose level at the time of the incident was over 400 mg/dl. The customer's mother was advised that the sensors would be replaced and agreed to return the products for analysis. The insulin pump was not replaced or returned for analysis.